Event description:
It was reported that during the procedure, the right atrial (ra) lead exhibited loss of capture due to high capture threshold. The ra lead was replaced and the procedure continued with the new lead on(B)(6)2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of capturing problem was not confirmed. A complete lead was returned in one piece. X-ray examination found damage consistent with procedural damage. Visual examination and electrical testing did not find any anomalies.